Event description:
During a clinic follow-up, an increase in the capture threshold was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgment of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.